Event description:
Breast implant toxicity of some sort. I had saline implants from allergan with no leaks. Vertigo began, then repeated infections from vaginal to upper respiratory. Swelling in legs, muscle weakness, confusion, extreme hormonal imbalances, so much so I had to be put on estrogen and progesterone at age (B)(6). Thyroid up and down along with bp. The worst was when I lost vision in my left eye, memory loss, like opening a can, said words backwards, tingles down my left side of body including my tongue. I went to every speciality doctor you could imagine. MRI's, nerve testing, mra, catscans, no answers. One doctor suggested it was worth a shot I get my implants out. So I did I took out a personal loan to get my implants out as I hadn't been able to work for 6 months; 30 days after explant my vision was fully back. It's been a long road to recovery. I am fairly healthy 3 years after explant. Was tagged with fibromyalgia during the 6 months I couldn't function because they didn't know what else to say. No, my symptoms were not caused by this. FDA safety report ID# (B)(4).